Manufacturer narrative:
Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded motor home switch, scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump screen was exposed to moisture and also had crack. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.